Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the expiration date is based on the available test data at the time the product was manufactured. There has been much argument in the industry regarding expiration dating and the need to do so. However, everyone does agree that the sterility of the product is event related and not time related. We have data showing that product from our warehouse remained sterile after 20 years as long as the seals were intact. Regarding the vivacit-e art surf, part #584209311 that had an expiration date of oct. 2020, and was implanted on nov. 20, 2020, based on our data it is highly likely that the product was sterile if the inspection of the packaging showed that the seals were not broken and the packaging was not punctured. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka procedure, an expired zuk tibial insert was implanted. No additional information provided at this time.

Event description:
It was reported that during a tka procedure, an expired vivacit-e art surf sz 3 11mm was implanted. The hospital has received a letter from zimmer regarding this event. The patient outcome is unknown. No additional information was provided at this time.